Event description:
It was reported that (2) devices were used during a laparoscopy procedure. It was reported by the affiliate that the (2) 355sd trocars released under almost no pressure. The surgeon had to reload (arm) approximately 3 times. Another instrument was used to complete the case. There was no consequence to the pt.